Event description:
Patient admitted s/b CABG with left ventricular disfunction and ventricular tachycardia chemically unresponsive with aicd implantation approximately one year prior to admission. Upon inspection endocardial lead was noted to have leakage of insulation. Material required replacement on 5/19/93. Damaged lead submitted to manufacturer. Patient readmitted 5/27/93 with aicd firing without symptoms. Testing by electro physiology studies indicated. Device explanted and replaced on 5/28/93. Patient discharged home without further incident.